Manufacturer narrative:
(B)(4). This report is regarding patient 2 of the 7 mentioned peritonitis patients. This is report 1 of 3 for this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the actual sample is not available. The patient did return an additional sample for evaluation. A batch review was conducted on potentially associated lots (h12a16018 & h12a14013) and no issues were found related to the reported condition during the manufacture of those lots. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). One companion sample was received for evaluation. The set was tested underwater at 8psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The device met the performance specification requirements. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted baxter product surveillance on (B)(6) 2012. She reported that this homechoice patient (hp) had been diagnosed with peritonitis on (B)(6) 2012. The hp was hospitalized for the event. The hp was treated with vancomycin (1gram, ip, every 72 hours for 14 days). The hp was discharged from the hospital on an unknown date and is recovering from this peritonitis event. The pdrn stated that the cause of the peritonitis was unknown, but suspected that it was related to the baxter products or solutions as the clinic had seven patients diagnosed with peritonitis in the month of (B)(6).